Manufacturer narrative:
The investigation included a review of the device history record, trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The device history record (DHR) was reviewed and met manufacturer specifications at the time of release. No issues related to this failure mode were noted. Trending analysis of haze/mist/vapor issue was reviewed (april 2017 to october 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor was the oil mist filter. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The part was not available for return and evaluation as it was saturated with oil. (B)(4).

Event description:
A customer reported haze/mist/vapor emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.